Event description:
It was reported via repair work order that the fowler was stuck and would not lower manually due to damaged fowler clutch and potentiometer was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.